Event description:
Customer reported receiving an e-6 message on the display of her precision xtra blood glucose meter and subsequently losing consciousness. Paramedics were called, an intravenous infusion of 50 percent dextrose was started and glucose gel was given orally. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This report is being sent as a final. While troubleshooting with customer service, it was discovered the test strips the customer was attempting to use were expired. The error message the customer received is an attempt to warn customer's that their test strips are expired. The meter was functioning as designed. No product investigation will be conducted.